Event description:
It was reported that a altrex 36-52 liner failure on a (B)(6) year old male 3 years post op. The liner was revised to a 32-52 and the head changed. Doi: unknown, dor: unknown, unknown side.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Available photo evidence was reviewed. Visual examination of the photograph of the liner finds a fracture at the rim of the liner. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. The edge loading of the liner has placed pressures on the material near the rim. It is suspected that the acetabular cup was positioned more vertically than recommended by surgical technique contributing to the edge loading. Material transfer is a result of the femoral head having articulating against the inner surface of the cup post fracture of the liner. This evidence of material transfer is expected in cases of fractures and does not indicate any error or device defect regarding the femoral head. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.